Manufacturer narrative:
The customers reported complaint of lvp doors failing was confirmed on both returned pump modules door assemblies. Review of the downloaded error log showed no errors or malfunctions recorded related to the keypad assembly. Functional testing confirmed both received pump module door assemblies failing to respond to keypresses. Internal inspection of both pump modules keypad assembly observed: discoloration (fluid ingress) on the keypad flexible circuit open ground trace (pin #5) on the keypad flexible circuit. Findings on the customer returned pump modules are consistent with failure investigation report dir: (B)(4). ¿chemical attack to the flexible trace circuit can influence cracking by making the trace more brittle and weaker against areas of small bend radii.¿ ¿a cracked flex trace results in an ¿open¿ circuit and an unresponsive keypad¿ no patient involvement (npi) alaris system user manual dir (B)(4) instructs the user on proper cleaning procedures. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the lvp doors are failing. The usual button malfunction for lvps is the ¿clear¿ button. However, this problem is not secluded to this button only, since every single button on the lvp has exhibited this problem.